Event description:
Healthcare professional additionally reported "any creases" and "diminished volume".

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening extended on posterior and underweight. A visual and microscopic analysis was performed which identified: striated opening on anterior and posterior, non-penetrating nicks and creases fold. Based on the device analysis, the final assessment is a striated opening on anterior and posterior due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.